Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer reported that her blood glucose level stayed high even after bolusing. They stated that the insulin pump was not working properly and mentioned that the insulin pump showed it was delivering, but when she checked the history it did not record bolus activities. They discontinued the use of insulin pump and asked for replacement. The customer declined troubleshooting. The insulin pump will be returned for analysis.